Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had a hip replacement where the device was not placed in surgery mode. Patient's system is also unable to enter MRI mode due to high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on (B)(6) 2026. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the ipg and lead were explanted and replaced to address the issue. Therapy was restored post-op.